Event description:
It was reported that a patient sustained a burn during a surgical procedure associated with the use of the iled surgical light system. The additional details received from the customer noted the burn to be a "red mark left of the incision of the thorax." Medical intervention for the "red mark" was not reported. No additional details were provided, and specific details of the alleged ¿red mark" were reported. Based on the details provided by the customer, it is reasonable to conclude that the patient sustained a first-degree burn (redness, no blistering). A first-degree burn is a mild burn only involving the top layer of the skin. The area will turn red but does not blister. This severity of burn (red mark) does not result in permanent impairment of a body function or permanent damage to a body structure and does not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a minor injury occurred in this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Based on the provided information by the customer (initial user report, follow-up information, first on-site visit, video call) it was determined that several light fields with high intensity were overlapped by the user. Overlapping light fields with high intensity may cause burns in the wound area or skin. This residual risk is described within the instructions for use. An on-site investigation was conducted, and two light heads were exchanged from the customer location to perform a deeper device investigation at our facility. A second visit at the affected customer location was done in week 3 of 2024. The team consists of functions from technical service, r&d, quality assurance, medical affairs, medical device vigilance and our distributor. Interviews and discussions were held with the staff of the surgical rooms to obtain more information on the use of surgical lights, staff training and knowledge of general risks associated with surgical lights. Additionally, more iled 7 lights in several operating rooms were inspected and data gathered for further investigation. Conversations with the biomedical engineers about their findings and investigations on the lights were also done. As a result the root cause was traced to overlapping of several light fields with high intensity. The iled 7 surgical light was designed according to iec 60601-2-41 2009/a1:2013 and meets these requirements. The iec also indicates that overlapping of more than one light field (luminaires) can exceed the irradiance of 1000 w/m². Therefore, information shall be given with the instructions for use (IFU) that there is a risk of too much heat in the operating field. The iled 7 IFU includes a warning for this risk as well as for other conditions where it is possible to increase the irradiance. The 1000 w/m² are the limits for potential undesirable temperature rise in the operating field per the iec. The iled 7 produces 623 w/m² for the single light head. In case of overlapping with high intensity the 1000 w/m² may be exceeded. From the overall investigation some other findings were available. Not at all light heads the calibration values were available which ensures the correct distance measuring and following the correct light setting. This may lead to higher values but this was evaluated to not contribute to skin burns. Additionally, in case the light head is moved very slowly and carefully, the motion sensor does not recognize a movement of the light head. Following this, the light head will not trigger a new distance measurement. This led to higher values which may contribute to skin burns. This behavior was determined to be not a use case. It was only reproduceable when moving the light head with two hands very slowly and sensitive up or down. In the normal surgical environment the light head will be moved with one hand on the center handle or with one hand at the housing. Doing this, it could not be reproduced that the sensor will not recognize a movement. Based on the root cause investigation the instructions for use (IFU) will be updated to include further advise and guidance on led overhead light handling/usage. Additionally, the remaining risk will be described in more detail. A fsca will be initiated to provide each user/customer this updated IFU as well as awareness of the potential risk. Further, the training documentation will be updated to ensure the correct device training for users when providing surgical lights to customers (based on the IFU update).

Manufacturer narrative:
Inspection of the device is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
It was reported that a patient sustained a burn during a surgical procedure associated with the use of the iled surgical light system. No additional details were provided, and specific details of the alleged ¿burn¿ were not reported to date. Follow-up communication with the customer is ongoing to receive further details of the event. This report was filed in our complaint handling system as complaint # (B)(4).